Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that "in some cases proglide has failed due to a calcified artery" and "sometimes the proglide needles couldn't cross the calcific lesions and manual compression was needed to complete hemostasis". This was a general comment and is was not related to an specific product lot or event. No additional information was provided.